Event description:
It was reported that patient presented in the emergency room after receiving multiple inappropriate high voltage therapies. Upon interrogation, episodes of far p-wave oversensing were observed. Chest x-ray revealed that the lead had pulled back. The lead was repositioned. Patient was fine.